Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (12) years since the subject device was manufactured. Based on the results of the investigation: event 1: the image disappeared during the angulation operation in the up/down directions due to breakage of the imaging section. Event 2: the image got frozen and released on its own due to breakage of the flexible printed circuit of the switch. It was confirmed that instructions for ltf-s190-5/10 chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited image disappeared when the upward/downward direction angle is operated due to damage to the imaging unit and the images freeze and released automatically due to damage to the switch flexible printed circuit. There were no reports of patient involvement.